Manufacturer narrative:
Pc-(B)(4). Batch# u5ep23. Investigation summary: a photo and the reload was returned to ethicon endo surgery for evaluation. Visual analysis of the photo shows a white reload with the cartridge pan from the right side appears to be partially dislodged. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload was returned with the one piece sled detached and unfired with 3 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from right side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch, no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.